Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the controller does not turn on or power up since this morning. Patient stated he tried to charge the implanted neurostimulator this morning but the controller went blank and unresponsive. Patient stated he left the controller plugged in to ac power for a couple of hours and the controller did not power up. Patient service specialist had patient remove the li battery pack but pt is not in a place where he can connect his controller to ac power.

Event description:
Patient responded via letter stating, they were not sure what cause the controller to not power up. They removed and installed the battery twice to try and resolve the issue and they weren't sure if the issue was resolved or not. Patient stated they need a new controller, which will come in 2-3 weeks.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.